Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08892. It was reported that patient underwent a procedure unrelated to the devices on (B)(6)2020. Towards the end of the procedure, patient's right ventricular lead exhibited crosstalk over-sensing and failed to capture. Physician attempted to reprogram the device. Patient then went asystole. Device was reprogrammed again and capture resumed. Further investigation found that patient's right atrial lead may have also been over-sensing and inhibiting pacing. Both leads were capped and replaced on (B)(6) 2020. Patient condition after the procedure was stable.

Event description:
Related manufacturer reference number: 2017865-2020-08892, 2017865-2020-08953, 2017865-2020-12087, 2017865-2020-12089. It was reported that during the procedure to cap and replace the right ventricular and atrial leads, the two right ventricular and atrial replacement leads were contaminated. The leads were exchanged for new ones and the procedure was completed successfully. Patient had no symptoms and was stable after the event.